Manufacturer narrative:
(B)(4). Fisher & paykel healthcare is currently working with the distributor to diagnose the reported fault. We will provide a follow-up report upon receipt of additional information and/or the complaint device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint device was evaluated by an engineer in (B)(4). An investigation was carried out on information provided to fisher & paykel healthcare by the engineer following service of the infant warmer. Results: it was reported that the pcb boards were not functioning due to a problem with the transformer. The fault prevented the infant warmer from powering on. It was also reported that the power fail alarm on the device was not functioning. A lot check revealed no other complaints of this nature for lot number 081213. Conclusion: the service engineer reported to fisher & paykel healthcare that they replaced the transformer. It was reported that unit operated normally after the transformer was replaced. The root cause of the transformer fault could not be determined as no components were returned to fisher & paykel healthcare. The power pcb board features a capacitor which stores sufficient electrical charge to power the infant warmer's visual and audible alarms ('power fail alarm')in the event of a failure of mains power. It is likely that the capacitor was no longer storing sufficient charge, resulting in the power fail alarm not operating properly. It was reported that the unit operated normally after the transformer was replaced, so it is likely that the new transformer recharged the capacitor. The annual maintenance check includes a test of the power fail alarm and replacement of the capacitor, if required.

Event description:
A distributor in (B)(4) reported that an iw910 infant warmer was not powering on. The distributor advised that the power fail alarm did not function. No patient consequences were reported.

Event description:
A distributor in (B)(6) reported that an iw910 infant warmer was not powering on. The distributor advised that the power fail alarm did not function. No patient consequences were reported.